Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk) the device would not discharge above 120 joules. Complaint indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.